Manufacturer narrative:
The event took place outside of the united states (in (B)(6)). We don't have any details on the explants and on the date of primary surgery.

Event description:
The event was a revision surgery due to dislocation. Additional details (including date of primary surgery and explant information) are unknown. During the revision surgery, the surgeon implanted a 36/12 cementless stem , a ø24 baseplate, a ø40 eccentric glenosphere, a ø40/+9 standard humeral cup and associated scews.